Manufacturer narrative:
Additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Reference: kollmann, catherine et, al. (2025). The effects of endoscopic vacuum therapy for non-operative treatment of anastomotic leakage on o ncological outcomes in rectal cancer patients, langenbeck's archives of surgery (2025) 410:107 https://doi.org/10.1007/s00423-025-03672-1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed patients who underwent rectal resection for rectal cancer between 2012 and 2021. Patients underwent open or minimal-invasive rectal resections with a primary intestinal anastomosis performed using either a 25¿31 mm medtronic or competitor circular stapler, or handsewn sutures. There were 334 patients in the study and postoperative complications included anastomotic leak and intraabdominal collection. Anastomotic leak was diagnosed by endoscopy or computer tomography. Treatment for grade b leak included antibiotics, trans-anal catheter, and endoscopic vacuum therapy; grade c leak required reoperation. Reasons for reoperation included need for ostomy creation, sepsis, clinical deterioration with peritonism and acute abdomen. Extended length of stay was also reported. There were three patient deaths that were not related to anastomotic leak or the device.